Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 12. On (B)(6) 2024, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.